Event description:
Patient was receiving drain complication in drain 0 and saw "a good amount of fibrin" in his patient line. He stated he "has already seen and spoken to nurse." He did receive medication and performed exchanges at the clinic. During follow up with patient's dialysis facility it was learned the patient has an "infection" and is now on hemodialysis. The cause of the "infection" is not known. A search was performed of the complaint database and no leaks during treatment were found.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported adverse event this peritoneal dialysis patient has experienced. A supplemental medwatch report will be submitted upon completion of the investigation. Related complaints: 8030665-2013-00676, 2937457-2013-00353, 1713747-2013-99973.